Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient issue was resolved by forgetting other bluetooth devices, disable then re-enable bluetooth. No injury or medical intervention was reported.